Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address dislocation of the femoral component on tibial articulation approximately eleven (11) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Vanguard cruciate retaining tibial bearing 12mm x 59mm catalog #: 183402 lot #: 165990, series a standard 3 peg patella 28mm catalog #: 184762 lot #: 874050, vanguard biomet tibial tray 59mm catalog #: 141220 lot #: 557170. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-01261. Investigation incomplete.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. H6 - component code - proposed code is mechanical (g04) - femur radiographs provided were reviewed and demonstrated anterior dislocation of the tibia with respect to the femur. No other abnormalities were identified. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.